Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08745 inches. All bolus programmed and delivered during testing were properly recorded at the bolus history and daily totals history screens. Unit was successfully downloaded to care link. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on november 27, 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 249 mg/dl on the morning of the call. The customer experienced symptoms such as shaking, sweating, mental confusion, and inability to follow simple commands. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the programming, time, bolus history and totals were not accurate. The pump failed the displacement test. The insulin pump will be returned for analysis.